Manufacturer narrative:
Device was used for treatment, not diagnosis. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. It was further determined that the issue with damaged cable/cord/wiring was due to improper reprocessing while the issue with damaged locking components was due to improper handling, both of which are user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the cable/cord/wiring was damaged, the locking components were damaged, the bearings were damaged, and there was a hole/cut in the hose on the motor device. It was noted that the motor and control were damaged, corroded, the hose was worn out and the lock was damaged. It was further determined that the device failed pretest for noise assessment, air pump assessment, handpiece temperature assessment, and hand control assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.